Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is state that the device is smelling hot or like something is burning. Per patient's call, he mentioned that he can smell like a burning plastic on the device and notices this every time he plugs in the device, no filter was returned. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external and internal investigation, the manufacturer observed a top of device had dust-like contamination on it, iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it, heater plate had dust-like contamination on it, inlet/outlet seal had white dust-like contamination on it, water tank had dust-like contamination, tiny hairs/fibers and an unknown residue in it, inside of the water tank near the center of the heater pan outside rim had the potential beginnings of rust corrosion, water tank had a hairline crack near the iso tube entrance. Manufacturer filled water tank and let sit for 1 hour, no leaks were observed, slight dust-like contamination and tiny hairs/fibers on the blower motor, dust-like white and black contamination and some tiny hairs/fibers at the air inlet of the blower box., inside of the blower motor had potential mineral deposit spots, indicating potential water ingress, slight white and black dust-like contamination in the blower box, dust-like contamination and hairs/fibers in the bottom enclosure, slight dust-like contamination on the bottom of the heater plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 6 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, they observed dust-like contamination and was not able to confirm the complaint or address the symptoms specified and the device was scrapped.